Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The affiliate reported via email the ceramic coating was damaged during procedure. Additional information received via email from the affiliate on 4-28-17. Type of procedure was shoulder arthroscopy. Micro debris of the ceramic part fell into the joint. Breakage occurred at the beginning of the procedure. It is unknown if there were any delays. Patient consequences was debris. Additional information received via email from the affiliate on 5-2-17. All the shavings were removed by aspiration.

Manufacturer narrative:
This follow up is being filed to document the receipt of the device. UDI: (B)(4).

Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection revealed the active tip shows signs of activation and the manifold is melted between 3 ¿ 5 o¿clock positions of the tip. This compliant can be confirmed. A functional test was not conducted to avoid further damage. A DHR review has been conducted and the results indicate that this batch of product was processed without incident and therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. A review of the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices released to distribution. Due to an increasing trend of this failure, a supplier investigation was initiated to investigate this issue further in an effort to determine root cause and to identify appropriate corrective actions. Mitek non-conformance was opened for this issue, and is now closed. The issue is currently being investigated via mitek data review. CAPA¿s root cause was identified to be further improved by changing the training requirement when assembly aids are updated to a repeat training requirement on a six-month basis. Depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).